Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The drive wire was separated inside the handle. The proximal end of the drive wire was examined in our lab eval which confirmed this device was manufactured prior to the initiation of a corrective action to reduce occurrences of this nature. The drive wire was detached from the handle so hemostats were used to manipulate the clips drive wire. The device was advanced down a olympus gif q20 2.8 endoscope in a simulated upper gi position and the tip in a retroflexed position to simulate a worst case situation. With rotation of the attached hemostat the clip deployed as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional testing to ensure device integrity. A review for the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopy procedure, a cook disposable hemostasis clip was used. The clip was closed onto the issue site but would not release. When attempting to squeeze the handle further, the handle collapsed and broke [drive wire disconnected from handle.] The clip never released from the deployment device. The clip was able to be reopened for removal from the issue site. Another device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence.